Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with va locking compression cloverleaf plate, one unknown cortex screw, and three unknown locking screws on an unknown date. This hardware was implanted on the first metatarsal. It was reported that on an unknown post-operative date, a non-union was revealed. On (B)(6) 2013, patient returned to the operating room for revision surgery. At this time, surgeon removed the cloverleaf plate and all of the screws. This report is for 1 unknown cortex screw. This is report 3 of 3 for complaint (B)(4).